Event description:
It was reported that during acl repairing operator wanted to fix meniscus and used fast fix curved delivery system. During meniscus repairing, t1 was deployed successfully however, t2 couldn¿t be deployed when trigger was pushed. Operation was completed with new fast fix device.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is in good condition. The complaint was opened for t2 non-deployment. T1, t2 and suture were not returned with the device. There are no obvious signs of aggressive use. There is no apparent twisting or bending of the delivery needle. The depth limiter has been fully advanced. A functional test confirmed that the device cycles and actuates successfully. No mechanical problem was found with the device returned.